Manufacturer narrative:
(B)(4). The device was evaluated by a carefusion service technician and he was unable to verify the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 96 hours of testing at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test with no issues. The unit passed all testing and met all of carefusion¿s manufacturer specifications.

Event description:
It was reported to carefusion that the ventilator had a constant alarm and stopped delivering breaths to the patient during a transport. The patient coded and destaturated but there was no harm during this event. Per follow-up phone call with the customer, to check on the outcome of the patient, the patient's issues were secondary to pre-existing conditions.